Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer was not performing the proper air removal techniques. Subsequently, a minimum fill notification occurred after the user filled the cartridge with over 150 units of insulin during the load sequence. The cartridge was reloaded to resolve the issues and insulin therapy was resumed. Customer¿s blood glucose level was 153 mg/dl.